Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During erbd, a transpapillary approach was performed, and the wire guide (piolax medical devices/seekmaster 0.035 inch) perforated the stent while the stent was being placed. The procedure was completed using another zebd-7-7 (lot# unknown). Probably the same wire guide was used with the replacement device. 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact device placement. 2 what was the target location for the stent? Bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Piolax medical devices/seekmaster 0.035 inch 5 was the wire guide lubricated prior to use? Unknown. 6 was the device at the centre of the complaint inspected for damage prior to use? Unknown. 7 was the wire guide inspected for damage prior to use? Unknown. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11 if not with the device in question, how was the procedure finished? Please see the description of event. 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Unknown. 17 (if any damages were confirmed prior to use) was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Unknown. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown. 6 was resistance encountered when advancing the wire guide to the target location? Unknown. 7 was resistance encountered when advancing the introduction system in place to the target location? Unknown. 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? Unknown. 12 was resistance encountered when advancing the stent through the obstructed area? Unknown. 13 after placement, was stent position verified? Unknown. 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No. 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? Yes. 20 if yes, please indicate what tools were used during retrieval. Forceps. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. 25 did the patient require any additional procedures as a result of this event? No. 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 29 if yes, please specify what was observed and where on the device it was observed. No adverse effect on the patient has been reported.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 22 jun 2025 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 22 jun 2025 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring device evaluation: 1 unit of zebd-7-7 of lot number c2207365 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 05-mar-2025. On evaluation of the devices the following observations were made: visual inspection: stent returned, two catheters returned, two pigtail straighteners returned. Biological material observed along the pigtail curl on the non-tapered end. Stent also observed to be rough/jagged at this location. Biological material also observed on one of the catheters. Functional inspection: 0.035 inch wire guide passes through the stent. Manufacturing records prior to distribution fs-oa-10 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for fs-oa-10 of lot number c2207365 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2207365. Instructions for use and/label: as per the notes section of the instructions for use, ifu0045, which informs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" the user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the application of excessive force during advancement of the wire guide through the stent, leading to perforation of the stent wall and the resulting rough, jagged damage observed on the stent. Summary: complaint is confirmed based on visual and /or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the application of excessive force during advancement of the wire guide through the stent, leading to perforation of the stent wall and the resulting rough, jagged damage observed on the stent.